Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that a bedside monitor displayed a speaker malfunction error. It is unknown if there was still sound coming from the device. No further details regarding the defective monitor were available at the time of the initial report. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that a bedside monitor displayed a speaker malfunction error. It is unknown if there was still sound coming from the device. No further details regarding the defective monitor were made available. The device was in use on a patient. There was no report of patient or user harm. A philips remote service engineer (rse) spoke to the customer. Further relevant information was requested (like the product data of the involved monitor and how the issue was resolved), but was not provided. The exact cause for the reported issue could not be established.